Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this rv lead was capped due to oversensing and asystole less than 2 seconds. A new lead was implanted.